Manufacturer narrative:
Analysis of the returned urinary diversion ureteral stent revealed that the stent was detached approximately 30cm from the renal site, and the stent was stretched approximately 51cm from the red hub/cap. Additionally, the stent had several kinks along the shaft and the external was partially black approximately 24cm from the renal end. The black area was compared to a control sample to determine the black stain composition. The results showed no significant differences between the control sample and the black areas; therefore, the identification was not possible. Analysis of the stent separation revealed that compression or tension overload contributed to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a urinary diversion ureteral stent was used in a stent replacement procedure on (B)(6) 2011. Two days later, the patient reported pain. The stent was checked by the nurse, who noted that the stent was detaching about 23cm from the pigtail. Reportedly, the foley catheter had been tied to the stent using sutures to prevent them from separating. The physician opined that it was possible that the stent and the foley catheter had been tied tightly with silken sutures to fix them. The detached portion of the stent was present outside the body. The physician withdrew the portion that was present on the body surface and the rest of the stent was removed from inside the patient. The physician replaced the stent with another of the same type, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Event description:
It was reported to boston scientific corporation that a urinary diversion ureteral stent was used in a stent replacement procedure on (B)(6), 2011. Two days later, the patient reported pain. The stent was checked by the nurse, who noted that the stent was detaching about 23cm from the pigtail. Reportedly, the foley catheter had been tied to the stent using sutures to prevent them from separating. The physician opined that it was possible that the stent and the foley catheter had been tied tightly with silken sutures to fix them. The detached portion of the stent was present outside the body. The physician withdrew the portion that was present on the body surface and the rest of the stent was removed from inside the patient. The physician replaced the stent with another of the same type, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."